Manufacturer narrative:
Attached concomitant products.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # ==> (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed via bha (date of surgery was unknown). It was reported that the revision surgery was performed on (B)(6) 2019 by replacing the head (p/n: 851882) to the head 28¿+10¿ due to migration of the acetabular side. The pcf stem was retained and the dual mobility cup (manufactured by zimmer) was inserted. The surgery was completed without a surgical delay. The head was originally inserted with +10, and the offset might have contributed to something of the migration. No further information is available.